Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer and lower case were broken. Analysis also found the upper case was dented and broken, battery release and ring cover were contaminated, bail cover was broken and contaminated, and the ring was bent. (B)(4).